Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had open transfora minal lumbar interbody fusion (tlif) procedure at the l2-4 level. It was reported that the cage collapsed at l3-l4 (out of l3-l5). There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information updated: b5, d1, d3, d4, g4. Radiographic image review: 1- 5 panel image l1- l5 1- lateral x-ray l2-4 pedicle screws and 2-3,3-4,4-5 outer body shafts. 5- ap view - cages collapsed at l2-3, l3-4 compared to ap x-ray seen in 2. Difficulty to assess cage configuration in 3, 4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
19 june 2025, update received: no revision surgery is planned/ performed.